Manufacturer narrative:
An evaluation is not possible at this time. The fractured trestle screw remains anchored in the patient. Details of the case, the item part number or the identifying lot number have not been provided. Upon the receipt of additional information a follow-up submission will be provided. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. Device implants include a range of plate sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates and bone screws are manufactured from surgical grade titanium alloy (B)(4). All device components are intended for fixation/attachment to the anterior cervical spine only. It is intended that the implants be removed after successful fusion.

Event description:
Post-op x-rays revealed a trestle self tapping screw had fractured and broke and remains anchored within the patients cervical vertebrae (c7). The anchor was implanted as part of phygens cabo anterior cervical plating system during an acdf (anterior cervical discectomy fusion) case on (B)(6) 2011.